Event description:
It was reported that the patient experienced loss of stimulation due to lead migration as confirmed via x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned by the facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022..